Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotaton. Due to low vault, the lens was intraoperatively removed and replaced for a longer length lens. The problem was resolved. The cause of the event is unknown. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
A4-a6:unk. Manufacture narrative: secondary surgical intervention to replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).